Event description:
During an arteriography procedure, a terumo hydrophilic wire was placed in the suspect catheter. Subsequently, the catheter "broke." This caused no complications to the patient.

Manufacturer narrative:
Device evaluation - other, the evaluation is not complete. The device was returned for evaluation. During a preliminary examination of the catheter, a hole was observed in the catheter tubing with a bulge on the opposite side. This could indicate the catheter kinked while inside the patient's body which may have lead to the guidewire piercing a hole in the catheter. A full investigation into the root cause of the malfunction will be performed. Evaluation codes: conclusions - other, the suspect device has been returned for evaluation; however, the investigation is not complete. A follow-up report will be submitted when additional information is available.